Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Device history review: manufacturing date: july 24, 2015. Universal punch manufactured the stardrive screwdriver shaft, part number 03.130.010 / lot number 9836606. Universal punch¿s certificate of conformance indicates that the parts were manufactured to and met the required specifications. The parts were inspected and conformed to inspection sheet. No non-conformance reports were generated for this lot and the parts were released july 24, 2015. Product investigation summary: the t4 screwdriver shaft was received in a plastic bag with tip guards on each end. No visible damage could be seen on the hex coupling end of the shaft. The stardrive end of the shaft shows twisting deformation that extends about 2.5 mm from the end of the shaft. Two of the six tangs that fit in the t4 recess and retain the screw have a portion that has broken off. The broken off pieces are triangular and measure about 0.5 mm long x 0.5 mm deep x 0.15 mm thick. The material hardness of this shaft was not directly measured, but the material hardness of a t4 shaft from the same lot was measured in the test lab. Results show that the material hardness of the tested shaft (60 hrc) is within specification range of 56-60 hrc according to specification. Since these two shafts went through the same manufacturing steps, the material hardness of the complaint shaft is felt to also be within specification. The returned device shows the twisting as documented in the complaint description. Two of the tangs had a tip portion broken off. Through a conversation with the sales consultant about this complaint, there were 3 plates implanted which all required screws using the t4 screwdriver shaft. The first two plates implanted were the 1.3 phalangeal head plate (requiring 5 locking screws and one cortex screw) and a metacarpal neck plate. The surgeon noticed a self-retention problem with this shaft after implanting the metacarpal neck plate. Since there were 19 total screws implanted, the problem occurred between implanting the 7th and 19th screw. There are no x-rays to know how many screws were used for each plate. A second shaft in the set was used for implanting the third plate. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was implanting several plates during a surgical procedure on (B)(6) 2015. While attempting to implant the second plate, it was noticed that the screwdriver was not retaining the screws properly. Further inspection of the driver indicated the tip had twisted. The surgeon used another driver in the set to complete the procedure successfully with no delay or patient harm. During the product investigation, which was completed on (B)(4) 2015, it was determined that the device not only twisted, but two (2) of the tangs had a portion of the tip broken off. Through a conversation with the sales consultant, it was confirmed that three (3) plates were implanted during the procedure. Each plate required screw insertion with the t4 screwdriver shaft. There were two (2) 1.3 phalangeal head plates (requiring five [5] locking screws and one [1] cortex screw) and a metacarpal neck plate implanted. The surgeon noticed a self-retention problem with the reported shaft after implanting the metacarpal neck plate. Nineteen (19) total screws were implanted with the problem encountered between implanting the 7th and 19th screw. There are no x-rays to know how many screws were used for each plate. A second shaft in the set was used for implanting the third plate. This report is 1 of 1 for (B)(4).